Event description:
Sensitized to latex by the wearing of latex medical gloves from 1989-1996. The individual suffered from hives, respiratory distress, dermatitis, and flu-like symptoms. She was diagnosed with latex allergy on 1/7/96.